Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results, obtained on a meter with incorrect date and time, are uploaded to a computer with precision link software. Customers and retailers have been notified through the adc fa21dec2006letter.

Event description:
A consumer reported their precision xtra meter had spontaneously changed the date and time at least three times an she had the meter downloaded by a local hospital. Abbott diabetes care is aware that the hospital is a user of the precision link data management system. There was no report of death, serious injury or mistreatment.